Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after a carotid stenting procedure, with an 8fr sheath. Reportedly, the sutures of the prostyle device were successfully deployed. The foot was completely retracted; however, when removing the device, it could only be removed two-thirds of the way out of the patient anatomy. A guide wire was reinserted, and force was used to remove the device. A 9fr sheath was inserted and the patient was kept overnight for observation. The sheath was removed, and manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported difficult to remove could not be confirmed because they could not be replicated in a testing environment as it was based on operational circumstances. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no additional similar incidents for this lot. Reportedly, the device had trouble when attempting to remove the device from the patient anatomy and used force to remove it. It should be noted that the electronic perclose prostyle instructions for use (IFU), states: do not advance or withdraw the perclose prostyle suture mediated closure (smc) device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose prostyle smc device should be avoided, as this may lead to significant vessel damage and / or breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair. It is unlikely the reported difficulty was caused by the IFU violation. The cause of the reported difficult to remove cannot be determined. The subsequent treatment are due to the circumstances of the procedure. In this case, it is possible an interaction with the patient anatomy caused the related difficulties. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.